Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
Visual and optical examination of instrument confirms tip of the tap is cracked in multiple locations and splayed; the cracks are ~6-9mm in length. Tip splay or trumpeting effect indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent within appropriate surgical technique, due to off-axis use of tap with respect to guidewire.

Event description:
It was reported that while tapping the patient's pedicle during a minimally invasive tlif surgery performed at l4-5, the tip of the tap broke. The health care professional reports that the patient's bone was very hard. Although this event occurred during surgery, no patient complications were reported.